Event description:
The sagittal saw attachment was sent for evaluation due to overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. The device has not been received or evaluation.

Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. Device no returned for evaluation.

Event description:
The sagittal saw attachment was sent for evaluation due to overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.